Manufacturer narrative:
The pump was returned to animas for evaluation. The down keypad button was intermittently responsive during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up, down, and ok buttons are increasingly unresponsive. It was reported that the pump is not exposed to water and there is no keypad peeling.